Manufacturer narrative:
One i3 unit model # cm1100 with main unit serial # (B)(4) and one i3 accessories set were returned. Visual inspection revealed damage in the form of exposed frayed wire from the cord of power supply. The reported event was confirmed. The root cause concluded to be physical damage to the power supply. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Event description:
Related MFR no: 3004936110-2020-00569. The unit sparked when an attempt was made to power it on. The unit was replaced.